Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a ((B)(6)-year-old child) customer whose freestyle libre 2 sensor detached prematurely and as a result, the customer was unable to obtain sensor scans. It was further reported that a glucose reading of 800 mg/dl was obtained on an unspecified device and the customer had experienced symptoms of paleness and stomach ache. The customer had contact with a healthcare provider who administered unspecified intravenous medication as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.